Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patients ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.